Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity interlink buretrol solution sets experienced a separation issue of bonded components which resulted in a fluid leak. The separation issue was described as, ¿detachment at the connection point where the IV spike line attaches¿. These issues occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.